Event description:
It was reported that fluid was leaking from the catheter. During a percutaneous coronary intervention on a moderately tortuous, severely calcified, 75% stenosed lesion. A 1.25mm rotapro was being used for treatment. During the procedure, it was noticed that there was a fluid leak occurring on the catheter body. The device was replaced with another, and the procedure was completed successfully. No patient complications resulted due to this event.